Event description:
Pt in operating room for aortogram, bilateral femoral artery angiogram, atherectomy of superficial femoral artery with embolic protection. As surgeon was inserting the embolic protection device, the device broke off; special snare device was used to retrieve and remove the device. There was no harm to the pt who tolerated the procedure well and was taken to the recovery room in stable condition.